Manufacturer narrative:
Concomitant medical products: model: cd3357-40c, competitor cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise and was oversensing "all over" with no apparent relation to the heart activity. It was additionally noted that the examples of noise were so large that it was not possible to program around it, but that impedances and capture have been stable and good. The patient has been asymptomatic and has reported no complaints. The lead remains in use. No patient complications have been reported as a result of this event.